Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported through the outreach program that he had a high and low blood glucose event when using the continuous glucose monitoring system. He stated he would have issues with inaccurate sensor readings. Customer would treat based off the inaccurate sensor readings, causing him to go high or low. When customer was high, his blood glucose was 528 mg/dl. When he was low, his blood glucose was 41 mg/dl. Customer stated he believes the problem may be that he does not have any good abdomen insertion sites. Customer has stopped using the sensors about two to three months ago. Customer current blood glucose was unknown. Nothing further reported.